Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment on 7 february 2017. Troubleshooting revealed that the uninterruptible power supply (ups) would only stay powered on for roughly three minutes. The representative reported that they replaced the ups to resolve the reported issue. The representative reported that they replaced the power cable for the viewing station of the imaging system as well due to minor deformation in the outer sheathing, although internal sheathing was intact. The imaging system then passed the system checkout and was found to be fully functional. The suspect ups has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, when powering on the viewing station of the imaging system, the viewing station powered down after about 10 minutes of use. The reported issue occurred when transferring the viewing station of the imaging system between rooms. No additional information was provided. There was no patient present when this issue was identified.